Event description:
It was reported that on (B)(6) 2011, the patient underwent a promus stenting procedure in a previously non-abbott stented, 70% or more stenosed lesion in the mid right coronary artery. The area was covered by a new stent, however, a possible dissection occurred. A second stent was implanted overlapping the original non-abbott proximal stent and new mid right coronary stent. A total of two promus overlapping stents were implanted at the index procedure, one 2.5 x 28 mm and one 2.75 x 12 mm. The targeted area was generally widely patent with the exception of a mildly eccentric area near the acute margin either from resistant stenosis, residual waisting or minimal protrusion. On (B)(6) 2011, the patient was hospitalized with recurrent unstable angina and underwent percutaneous coronary revascularization in the index lesion for in-stent restenosis and in the posterolateral branch for a 90% stenosis. The treatment was successful and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 2.5 x 28 mm promus is being filed under a separate medwatch MFR number. (B)(4): indication for use, device placed in previously stented restenosed lesion. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus stent was used to treat a lesion with in-stent restenosis. It should be noted the IFU states: the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. It does not appear that the use of the promus stent to treat in-stent restenosis contributed to the patient effects.